Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 450mg/dl on the contour next link 2.4, retested with a different meter and the reading was 145mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. A new meter was sent to the customer.